Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was just sleeping when she woke up and went to the bathroom where she noticed that the set release was detached from the set connector. The site location was patient's upper abdomen, aligned with the navel and the pump was clipped on to the gown. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.